Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h2, h3, h6, h10 visual examination of the returned product identified the impactor tip was not returned with the device. The strike plate had impact damage and some wear marks. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total shoulder arthroplasty the 36 standard glenosphere implant was positioned on the mini baseplate. The surgeon used the 3-1 impactor to impact the glenosphere ball on the baseplate. When he did, the impactor tip fractured. Attempts have been made and additional information on the reported event is unavailable at this time.